Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report# 1627487-2018-07909. It was reported that patient was unable to experience satisfactory coverage for pain in bilateral arms. Reportedly, patient did not use the cervical system in many years since she experienced muscle spasms when stimulation was turned on. Troubleshooting was attempted to no avail. As a result, surgical intervention may be pending to address the issue.

Event description:
Previous update regarding ipg revision does not pertain to this system, please disregard. Surgical intervention may still be pending to address the issue.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-07909. Additional information revealed that the thoracic ipg was explanted and replaced on (B)(6) 2019. Postoperatively, patient has satisfactory coverage, however physician is still monitoring the coverage and may add another lead if needed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted on (B)(6) 2020 and a new ipg was implanted on (B)(6) 2020. Postoperatively, the patient has effective therapy.